Manufacturer narrative:
Other medical products in use during the event include: brand name: indura, product ID: 8709sc (lot: n283064004), product type: 0184-catheter, implant date: (B)(6) 2011, explant date: (B)(6) 2024, ubd: 2013-02-24; UDI: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving int rathecal morphine (unknown concentration and dose) via an implantable pump for unknown indications for use. It was reported that a pump replacement was scheduled for elective replacement indicator (eri) and an unsuccessful aspiration occurred. The physician decided to replace the legacy catheter and implanted a new pump. There was a partial catheter removal of the old catheter and it was tied off. There was no environmental/external/patient factors that had led or contributed to the issue. The issue was resolved at the time of the report and the patient's status was "alive-no injury." The patient's weight and medical history was asked but would not be made available due to legal/confidential reasons.

Event description:
Additional information was provided from a consumer stated that nine months ago, they replaced the line as everything was twisted up. The agent attempted to gather information; however, it was hard to clarify. Additional information was provided from a consumer stating that the catheter was occluded and unable to aspirate. It was confirmed that the catheter was not twisted. The issue was resolved after the catheter portion was replaced. The patient could not recall the date of the issue. No further information.

Manufacturer narrative:
H3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.